Manufacturer narrative:
Failure analysis was completed, and the harmonic ace insert was found to have teflon pad damage. The teflon pad was found to have become dislodged at the proximal end. As a result, the teflon pad slid down from its original position. No material was found to be missing from the pad.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument had the clamping arm gasket on the tool head appear to fall off. There was no fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the site head nurse and obtained the following additional information regarding the reported event: the instrument was inspected before use with nothing found out of the ordinary. No device fragment fell into the patient. The surgeon believes what caused the problem was a quality problem. The instrument was in use for about 5-10 minutes before the issue. The surgeon noticed functionality issues with the instrument during the surgical procedure. The instrument did not collide with any other instrument or hard material. The instrument was not removed prior to the breakage. Upon removal of the instrument, the wrist was straightened. The customer did not feel any resistance, and no cannula damage was noted. The staff did not notice any other damages to the instrument. The surgery was completed robotically with no patient injury or fragments falling into the patient. The patient has not returned to the hospital, nor got any post-operative test like an x-ray or ultrasound performed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.